Event description:
It was reported that, after a tka surgery had been performed, the patient experienced an unspecified adverse event that required an incision and drainage washout. The legion ps high flex xlpe size 5-6 12mm was explanted. Patient outcome is unknown.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, responses to the requests for clinical documentation/information have not been received as of the date of this review; therefore the root cause of the reported adverse event with "washout I&d" could not be fully assessed nor concluded. The patient impact beyond that which was reported could not be determined. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.